Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by damage to the ccd unit, resulting in image noise, and was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colon videoscope to the service center for evaluation related to a separate issue. During testing, the ric identified the device had noisy image. There was no patient involvement.